Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Complaint sample was not returned therefore a product evaluation could not be performed. A manufacturing code for the second box was not provided nor were samples returned. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer stated that weeks prior to contacting us she noticed a tampon had mold growing all over it prior to use. She then checked an old box that she had and 3 out of 10 tampons had little mold specks on them.